Event description:
The report stated that the ligasure atlas handpiece was used during a laparoscopically assisted supra-cervical hysterectomy. The device was used for sealing and separating vessels to remove the uterus only. The covering over the wires by the tip of the instrument became frayed and the bare wire became exposed.

Manufacturer narrative:
Date of initial report: june 2, 2008. The incident device has been received and is under evaluation. When the device evaluation si complete, a follow-up report will be submitted.